Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: the date of event was not reported. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient with history of left bundle branch block (lbbb) and premature ventricular contraction (pvc) probably originating from the right ventricle outflow tract (rvot) underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered ventricular fibrillation (vfib) (requiring external shocks, cardiac massage and extracorporeal membrane oxygenation (ECMO)) and coronary artery stenosis (requiring surgical intervention). During the procedure a map of the right ventricle (rv) was done using the thermocool® smart touch¿ bi-directional navigation catheter. Ablation was delivered on the earliest site with no effect on the pvc. The physician wanted to look at the aortic cusp, so a soundstar catheter was used to create a geometry of the different cusps. A fast-anatomical mapping (fam) was performed to complete the geometry of the aorta and to identify early activation. A site was identified at the junction of the right and left coronary cusps. Five ablation lesions were delivered at 30 watts for 5-10 seconds. Few minutes after the ablation, a drop-in the patient¿s blood pressure was observed. Seconds later, the patient went into vfib, and external shocks were delivered to restore the sinus rhythm, this sequence was repeated about 3 to 4 times. Cardiac massage was also performed to restore patient¿s blood pressure for around 30 minutes. An angiography was done, and a stenosis of the left main coronary artery was identified. A stent was placed, and the circulation restored. The patient was reported in stable condition with a reduced left ventricle (lv) function. ECMO was placed; however, the patient went into vfib again and received shock. Angiography was done again, and it was noticed that the stent was occluded. A balloon angioplasty was performed, and the patient was moved to the intensive care unit (ICU); however, it is unknown if prolonged hospitalization was required. The procedure delayed by 60 minutes. It was reported that the patient¿s condition improved after multiple interventions. According to the physician, the biosense webster products are not the cause of the adverse event, the physician believes it was caused by the procedure or patient condition.

Manufacturer narrative:
On 8(B)(6)2020 , biosense webster, inc. Received information indicating that the event date is (B)(6)2020 . Section b3 in this report has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000727351.